Event description:
During a prostate brachytherapy procedure, radioactive iodine seeds were inserted and deposited in the pt's prostate area. The urologist noted that the needle was bowing between the perinum and template. When the needle was removed, it was noticed that approx two inches remained in the pt. A fluoroscopy was taken and it confirmed that a portion of the needle remained in the pt. The needle fragment was not extracted from the pt. Prostate area per the doctor's decision. The fragment may be removed at a later date.